Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch is bent. No further information is available on the repair of the bed at this time.